Event description:
On (B)(6) 2012, the patient's programming history was reviewed. A faulted system diagnostics test was observed that occurred on (B)(6) 2010 which changed the patient's settings. The patient's output current was reprogrammed in the same visit; however, the magnet output current was left at the unintended settings of 1ma.

Manufacturer narrative:
Serial number, lot number, other, corrected data: additional information received from physician which was not on the initial MDR. Labeled for single use, corrected data: incorrect option selected in initial MDR inadvertently. Usage of device, corrected data: incorrect option selected in initial MDR inadvertently.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Serial #, lot #, version #, corrected data: incorrect software serial, lot, and version numbers used on supplemental MDR 1. Given that the programming anomaly occurred in 2010, and ther version software listed was not being distributed to the field until 2012, it is impossible for this to be the version software used at the time of the anomaly. Name and address, corrected data: incorrect initial reporter listed as initial reporter on initial MDR.